Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 contained critical medication failed. A field service engineer (fse) tested the drawer controller boards and found one to be faulty, and the module controller board was dead. Both were replaced and tested using hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed and was not detected on the bus. The device was rebooted; however, the issue persisted with no functionality restored. Multiple drawers were affected by the same failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.